Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported persistent high blood glucose (bg) following a supply change. The highest recorded bg was 400 mg/dl. The device provided high bg alerts. No backup therapy or medical intervention was required. Bg corrected after the supply change, and the user later reported values back in range.